Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month and 9 days following the implant of this transcatheter bioprosthetic valve, a massive hemorrhage was noted. The hemorrhage was a 3 or higher on the bleeding academic research consortium scale. That same day the patient passed away. The cause of death was reported to be heart failure.

Manufacturer narrative:
Updated: b5, d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month and 9 days following the implant of this transcatheter bioprosthetic valve, a massive hemorrhage was noted. The hemorrhage was a 3 or higher on the bleeding academic research consortium scale. That same day the patient passed away. The cause of death was reported to be heart failure. Additional information was received that per the physician, the cause of the injury was not known but it was not attributed to the valve or delivery catheter system (dcs). The exact location of the injury was not known and it was unknown whether treatment was prescribed.